Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue air duct is defective was confirmed. The following findings were also noted during device evaluation: scratches found throughout the device, air/water and suction cylinder have no color, right/left/up/down knob have discoloration, switch box has discoloration, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, adhesive around light guide lens has wear, connecting tube has a buckling, and universal cord has coating peeling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope air duct is defective. During the device evaluation, the following reportable malfunction was found, ¿nozzle clogged with foreign material.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.